Event description:
"On (B)(6) 2016" "there is an x-ray of the right hip, labeled "post-dislocation", and apparently a closed reduction with sedation was performed and uncomplicated reduction was described"

Manufacturer narrative:
Corrected data: b2 outcomes attributed to ae an event regarding dislocation involving a trident liner was reported. The event was confirmed by a review of the provided medical records by a clinical consultant. Method & results: device evaluation and results: not performed as product remained implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: 'on (B)(6) 2016 an emergency room visit report states, " injured right hip while in the shower severe pain with movement." There is an x-ray of the right hip, labeled "post-dislocation", and apparently a closed reduction with sedation was performed and uncomplicated reduction was described. The patient was discharged home on (B)(6) 2016. On (B)(6) 2016 an office visit note states, "slipped and right hip dislocated (B)(6) 2016, closed reduction follow-up in two months."' 'X-rays dated (B)(6) 2016 are two aps and two laterals of the right hip demonstrating a posterior dislocation and one ap on that same date showing the hip post-reduction and in nominal position.' 'There is no evidence the revision surgery or periodic mild symptoms in both hips in this morbidly obese female patient was the result of factors associated with implant material or manufacturing.' Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded 'x-rays dated (B)(6) 2016 are two aps and two laterals of the right hip demonstrating a posterior dislocation and one ap on that same date showing the hip post-reduction and in nominal position.' No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
"On (B)(6) 2016" ... "There is an x-ray of the right hip, labeled "post-dislocation", and apparently a closed reduction with sedation was performed and uncomplicated reduction was described."